Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was verified and attributed to a damaged etch on the pace/defib board. The pace/defib board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.